Manufacturer narrative:
The investigation found that there was no product malfunction with the afterloader system which worked as designed intended and treated the patient as planned. The treatment plan however was incorrect due to use error, which resulted in the complete dose being delivered in a single fraction instead of being distributed over five fractions for a vaginal treatment. The root cause is considered to be an unfortunate combination of use errors. A qualified user will always have to validate and approve the treatment plan to be delivered to a patient before treatment is administered to a patient.

Event description:
The customer reported that they had a misadministration involving oncentra and flexitron unit.